Manufacturer narrative:
The unit had intermittent buttons due to a corroded keypad. The unit had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a minor scratched display window, and a stained end cap sticker. (B)(4).

Event description:
The customer called in to report that the insulin pump had a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.